Manufacturer narrative:
The agent reported the patient has a chronic infection and instability. Complaint has been evaluated and is similar to report number 1644408-2025-00026; 508-40-107, s808 - infection, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection and instability.